Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. The time on the screen did not advance. Troubleshooting was performed, and the issue was resolved temporarily. The customer later reported the same issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corrosion on keypad trace. Display function properly with testing case. No frozen display or constant tone noted. No moisture damage found on electronic assembly and motor.